Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor reported via phone call that the customer was hospitalized due to non-diabetes related. The doctor stated that the customer had high blood glucose was 474 mg/dl at the time of incident. The customer's blood glucose was 500 mg/dl at the time of call. The doctor stated that the customer was wearing the insulin pump during hospitalization. The doctor performed troubleshooting and did not find air bubbles and leaks. The reservoir will not be returned for analysis.